Event description:
It is reported that the patient's sensor insulin pump displayed a motor error. The patient's blood glucose level was unknown. Trouble shooting was conducted and we explained the possible causes for the alarm. Device is being returned. No further information available.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to motor encoder signal out of phase. The insulin pump received with minor scratches on lcd window, scratched reservoir tube window and cracked reservoir tube lip.